Manufacturer narrative:
The complaint states top red adjustment handle has cracked. The investigation confirmed the failure mode as reported with regard to the attune mes sizing/rot gde, a material change has already been implemented to a more crack resistant material. No further actions are identified. The complaint shall be closed with a justified conclusion and entered into the complaints database and monitored through trend analysis.

Event description:
Top red adjustment handle has cracked.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.